Event description:
It was reported that the plastic connector on the bd alaris¿ pump module smartsite¿ infusion set cracked during use and leaked out fluid. The following information was provided by the initial reporter: "xxxxx is reporting another cracking issue at the end of their primary set. Several of these incidents have been reported previously. Were there any adverse events as a result of the product issue? No... Did any leaking occur?: yes. Where did the crack occur?: on plastic connector. Where did the leak occur?: same. What was the patient outcome?: discomfort. What was the medication/fluid in use at the time of the event?: unknown. What procedure was performed to the patient during the incident?: IV admin. Was there a delay of, or change in, the course of treatment due to the event?: no".

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H.4. Device manufacture date: unknown.

Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of cracking at the end of the set could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2420-0007 because the lot number is unknown. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported that the plastic connector on the bd alaris¿ pump module smartsite¿ infusion set cracked during use and leaked out fluid. The following information was provided by the initial reporter: "xxxxx is reporting another cracking issue at the end of their primary set. Several of these incidents have been reported previously. Were there any adverse events as a result of the product issue? No. Did any leaking occur? Yes. - where did the crack occur? On plastic connector. - where did the leak occur? Same. - what was the patient outcome? Discomfort. - what was the medication/fluid in use at the time of the event? Unknown. - what procedure was performed to the patient during the incident? IV admin. - was there a delay of, or change in, the course of treatment due to the event? No".